Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion and component codes. Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator emitted smoke from the gui (graphical user interface) and status display became blank. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. So, sp replaced gui (graphical user interface) ui printed circuit board assembly (pcba), breath delivery (bd) power controller/ distributor assembly and two battery packs to resolve the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. Two battery packs were received for failure analysis. The ventilator powered up normally with error codes lb0134 - ventilator primary battery fault. The returned battery pack fuse tripped to protect against a hardware over current short circuit event. The battery pack fuse tripped to protect against a hardware over current short circuit event as a result of user interface (ui) pcba - c173 shorting. One ui pcb was received for failure analysis. A visual inspection of the returned ui pcb was conducted. The inspection found thermal damage to capacitor, reference designator c173. With available information investigation determine a plausibility to unit emitting smoke. One bd power distribution printed circuit board assembly (pcba) was received for failure analysis. Visual inspection of the returned part found resistor r6 had thermal damage. One bd power controller pcb was received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. No fault found. The cause of the event was isolated to thermal damage to capacitor-c173 in ui pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reporter and patient information is unable to be provided due to the (B)(6) privacy regulation. Device evaluated by MFR: covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a patient, this 980 ventilator emitted smoke from the gui (graphical user interface) and status display became blank. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.